Manufacturer narrative:
It was reported that a patient underwent placement of trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, filter embedding in the caval wall, failed removal attempt, fracture of filter strut, and an inability to safely remove fractured strut. The information received indicated that the has experienced a painful, percutaneous removal attempt of the inferior vena cava (ivc) filter leaving retained fragments and a strut in the body. The patient is also reported to have intermittent chest pain from the implant and groin pain from the surgery. The indication for the filter implant was pulmonary embolism (pe) and a high risk for recurrent pe. The filter was implanted via the femoral vein and deployed at the body of the l3, close to the interspace between the l2 and l3 without any difficulty. Four cavograms performed during the procedure could not visualize the renal arteries, although the kidney could be seen along with excretion of dye into the kidney. The medical records indicate that the filter was successfully removed approximately six years later. The patient had vie, was prothrombotic and filter removal had been requested. During removal of the filter two fragments of an unidentified sheath separated in the patient and were not removed, one was embedded within scar tissue in the wall of the ivc and one migrated into the lingula. Both pieces were roughly 1-2mm in diameter and felt to pose little if any risk to the patient. One of the filter struts detached from the filter during removal but was deeply embedded within the wall of the ivc. The decision was made to leave this fragment in place as it was not obstructing flow and posed little risk migration. Finally, four small tines (<1mm) were left embedded in the ivc wall and posed little to no risk of embolization. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Filter fracture is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Anatomical locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural and explant films for review it is not possible to determine what factors may have contributed to the reported issues. Anxiety, chest and groin pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, filter embedding in the caval wall, failed removal attempt, fracture of filter strut, and an inability to safely remove fractured strut. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages; and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The brief noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported retrieval difficulty, unable to retrieve from the vessel wall, could not be confirmed. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off label use of this filter likely contributed to the retrieval difficulty experienced by the customer. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, filter embedding in the caval wall, failed removal attempt, fracture of filter strut, and an inability to safely remove fractured strut. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages; and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Medical records received that at the implant procedure, the preoperative diagnosis was pulmonary embolism and high risk for recurrent pulmonary embolism. Cavograms done during the procedure could not visualize the renal arteries. The trapease was deployed at the body of the l3, close to the interspace between the l2 and l3 without any difficulty. Additional medical records received indicate that the filter was successfully removed approximately 6 years later. The patient presented with vie and was prothrombotic. Filter retrieval was requested. The filter was successfully removed and one of the upper filter struts fractured and became embedded in the vessel wall during removal. The decision was made to leave this fragment in place as it was not obstructing flow and posed little risk of migration. In addition, two fragments of an unidentified sheath also separated in the patient and were not removed. Additional details from the patient profile form indicates the patient suffered a painful, percutaneous removal attempt of her ivc filter leaving her with retained fragments and a strut in her body. Additionally, due to having pieces of this known defective device remain in her body, patient has and will continue to suffer pain and mental anguish due to the increased risk of other complications. The patient has intermittent chest pain from the implant and groin pain from the surgery. Based on the medical records received, the following sections were updated. Additional information is pending and will be submitted within 30 days upon receipt.